Manufacturer narrative:
The system was serviced in the field and passed all tests. No failures were found. Logs were received and software analysis was completed and segfault (error 64) in qmlguiservice service was observed. Software version: (B)(4) os version: (B)(4). This issue is a known software issue tracked in a medtronic database. Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736226, serial/lot #: software version: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding the navigation system. It was reported that outside of a procedure when doing an in-service on the system and using the bert demo model the system presented the error 64 twice when in the registration task. There was no patient present. Additional information was received. It was reported that the likely cause was a software glitch. This error came up during initial training on the unit to the operating room staff.